Manufacturer narrative:
(B)(4): physio-control evaluated the device, replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was initially reported that the device had logged a fault code; however, after initial device evaluation, it was observed that the device was unable to deliver defibrillation therapy. There was no pt use associated with the reported failure.